Event description:
It was reported that during preparation for an unspecified procedure, an air bubble was noted on the sheathed filterwire. During preparation, the filter was submerged in saline and pulled back fully into the delivery sheath. An air bubble was noted on the sheathed filter and it was not used. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
(B)(4).